Event description:
It has been reported to co that during the procedure the wire of this device reportedly froze up and the physician was unable to remove the balloon easily. Further information was unavailable at this time. The patient is reported as fine. The device is not being returned as it has been discarded by the hospital.